Event description:
It was reported that the left ventricular lead exhibited loss of capture. X-ray confirmed the lead was dislodged. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found normal device characteristics.